Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a piece of hair was inside of a luer lock tip cap. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two devices (the reported device and the adjacent device) were received for evaluation. During visual examination, a strand of hair was observed under the flap, inside the packaging (not touching tip cap) and under the sealed area. The hair strand was approximately 2.0¿ in length. Also visible, was part of the hair looping into the adjacent tip cap packaging seal. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.